Event description:
It was reported that the tubing on the port access needle cracked. No other information provided. (B)(6) 2020 - per air received, the tubing broke "where you screw in the connector".

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf098 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf098) have been reported from the same facility.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf098 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf098) have been reported from the same facility.

Event description:
It was reported that the tubing on the port access needle cracked. No other information provided. (B)(6) 2020 - per air received, the tubing broke "where you screw in the connector".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing on the port access needle cracked. No other information provided.